Manufacturer narrative:
(B)(6). Analysis: upon receipt at medtronic's quality laboratory, the valve was distorted; oval shaped, suggesting possible mismatch. A remnant of a pledget remained embedded in the host tissue on the inflow adjacent to the right cusp on the inflow. The sewing ring was removed during explant exposing areas of the stent. The non-coronary and left cusps were stiff due to host tissue on the inflow and outflow. The right cusp was slightly stiff but flexible except where host tissue lined the inflow and outflow. The free margins of the non-coronary and left cusps were adhered to the host tissue on the outflow. The free margins of the non-coronary and left cusps were stretched, possibly due to the stent distortion. All commissures were intact. Glistening off-white pannus covered the existing sewing ring on the inflow adjacent to the right cusp, extending to the tissue and base stitching, lining the inflow margin of attachment of all cusps, into all inferior coaptive areas, and 1 to 3 mm onto all cusps significantly reducing the inflow orifice area. Tan to brown thrombotic host tissue filled and stiffened the non-coronary and left cusps on the outflow. Tan thrombotic host tissue lined the belly of the right cusp along the outflow margin of attachment. Radiography showed trace mineralization along the outflow rail adjacent to the non-coronary cusp. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization, thrombus and host tissue overgrowth. These findings are generally considered a patient related condition. Additionally, analysis findings of stent distortion may indicate patient prosthesis mismatch.

Event description:
Medtronic received information that this bioprosthetic valve, implanted 16 months, was explanted due to thrombus on all three leaflets. There were no adverse patient effects.